Event description:
The customer stated they received a questionable total bilirubin (tbili) result on their cobas c501 analyzer (serial number (B)(4)). There was one discrepant result reported outside the laboratory. The physician questioned the result and had the sample re-tested. The patient's initial tbili result was 0.6 mg/dl. The first repeat, performed on the laboratory's other c501, was 17.6 mg/dl. The second repeat, performed on the laboratory's other c501, was 17.8 mg/dl. The third repeat, from the original c501, was 17.8 mg/dl accompanied by a data flag. The fourth repeat, from the original c501, was 17.9 mg/dl accompanied by a data flag. The patient was not adversely affected by this event. The field service representative determined the event was caused by a misadjusted sample probe in the cuvette position. He adjusted the sample probe. The customer performed precision testing within specification.